Event description:
A report was received from health (B)(4) regarding an event that was submitted by the user facility to the (B)(4) vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: (B)(4). There was patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. (B)(4). There was patient involvement.

Event description:
A report was received from health (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. (B)(4). There was patient involvement.

Manufacturer narrative:
Correction: date of event, describe event or problem, unique identifier (UDI) # additional information: medical device serial #, concomitant med prod data (1), device manufacture date, imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: "f23: unexpected medical intervention. F19: surgical intervention. A16:protective measures problem. E2401: insufficient information". There was patient involvement. It was reported that the pump module started beeping "red" and no error message was showing up. Patient's blood pressure was 69/46. The customer stated that the device was investigated by their biomed. The report was not shared with bd.

Manufacturer narrative:
Omit: event attributed to, f23 - unexpected medical intervention, f19 - surgical intervention. Correction: adverse type, describe event or problem, type of reportable events. Additional information: imdrf annex f code.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: "f23 - unexpected medical intervention. F19 - surgical intervention. A16 - protective measures problem. E2401 - insufficient information". There was patient involvement. It was reported that the pump module started beeping "red" and no error message was showing up. Patient's blood pressure was 69/46. The customer stated that the device was investigated by their biomed. The report was not shared with bd. A report was received from health canada's canada vigilance program which states, "IV channel running levophed started beeping red but no error message showing up, pt. Bp 69/46."